Event description:
Report rec'd of a failure of the device to detect an unspecified occlusion. The pump was returned to the biomedical engineering dept with an unsigned note that stated, "no occlusion alarm." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reported adverse pt events while the device was in clinical service. Though requested, no add'l info was provided.